Event description:
It was reported that the stimulation was not covering the pain area (right buttock and leg) just the right knee. Impedances were all within the normal range. Reprogramming was performed multiple times without success. A revision was performed and was successful. Post-operatively, stimulation was covering bilateral buttock to feet.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 7495lz10 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted: . Product ID 7495lz10 lot# serial# (B)(4) implanted: (B)(6) 2002 explanted: . Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: . Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: . Product ID 37754 lot# serial# (B)(4) implanted: explanted: . Product ID 37744 lot# serial# (B)(4).